Manufacturer narrative:
The device was evaluated by a zoll approved business provider. The device log review confirmed that an ECG signal was present shortly after power-up and remained available throughout the event, although the signal quality was sometimes poor. Device logs and testing showed no hardware or system failure, and the customer report could not be reproduced. Based on these findings, the no ECG signal portion of the investigation concluded no fault found. Regarding the reported defibrillator issue, there was no evidence in the device logs of a defibrillation advisory, self-test fault, or otherwise related fault before or during the event. Review of the system data and follow-up testing did not identify any faults with the device. This portion of the investigation is closed as unsubstantiated. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal and displayed an unrecognized "short in system" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.